Event description:
It was reported that the user disconnected from the ilet overnight after taking glucose tablets and later found the pump screen unresponsive when attempting to reconnect, after which the user experienced hyperglycemia with reported glucose values of 398 and then 424; the user transitioned to subcutaneous insulin injections per healthcare provider instruction. Symptoms included hyperglycemia. Outcomes included medical intervention with a change to backup therapy using insulin injections and user instruction from the healthcare provider. Investigation included complaint intake and troubleshooting and education completed with confirmation that the user moved to alternative therapy. Investigation of this case revealed a device display or user interface nonresponse that prevented reconnection to therapy, with resultant hyperglycemia while off pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.